Event description:
It was reported that the device would not power on. It was indicated that a humming sound was heard when the power button was pressed. The biomed opened the device and noted there were burnt components on the main pca. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The sys and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and determined the cause of the reported failure was a shorted and burned capacitor, designator c318, on the sys pcb assembly.